Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -11.00/2.0/035 (sphere/cylinder/axis) was removed (explanted) due to the lens turning upside down. Attempts to obtain additional information have been unsuccessful. If additional information is received a supplemental medwatch report will be submitted.